Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. A new cartridge was loaded and the issue continued. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow up with the customer on the reported issue; however, no response from the customer was received.